Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the farawave 31 mm catheter continued to occlude and would not flush. The device was checked for a blockage and none was found. They reinserted the device, and immediately it occluded again. No error codes were displayed during the case. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has been received for analysis. During product analysis the attempt to insert the guidewire was unsuccessful, irrigation was not observed for the condition of the device, and there was a kink in the flush lumen. Based on the investigation findings the "cause traced to device design" conclusion code was selected as the most probable cause of the reported allegations.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the farawave 31 mm catheter continued to occlude and would not flush. The device was checked for a blockage and none was found. They reinserted the device, and immediately it occluded again. No error codes were displayed during the case. The catheter was replaced, and procedure was completed without patient complications. The device has been received at boston scientific post market laboratory.